Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead was returned severed and only the proximal segment was returned. There were setscrew marks noted on all terminal connectors. The lead passed continuity testing. The clinical observation was unable to be reproduced with the segment returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was exhibiting an increase in impedance measurements. The patient was to be brought in for troubleshooting. No adverse patient effects have been reported. Subsequent information indicates that impedance measurements have not increased out of range at this time. The lead was functioning fine at the patient's follow-up appointment. There were no other complications reporting. Technical services (ts) discussed continuing to monitor the patient and impedance measurements at this time. Additional information indicates that the pacing impedances have now increased to 1,773 ohms and the pacing thresholds have increased to 1.8 volts at 1 millisecond. The shock impedances are stable along with sensing. There is no noise on the electrogram. The physician has elected to perform defibrillation threshold (dft) testing. At this time, no further complications have been reported. Years later it was reported that the impedance rose out of range at greater than 2,000 ohms and that the rv pacing outputs were high. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned and the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no visible abnormalities noted on the lead through fluoroscopy.